Event description:
A patient reportedly sustained a blister on her left lateral breast following a mr exam using an 8-channel body array coil. The blister was the size of a silver dollar. The pt was sedated. Also, the pt had no implants. There was no cable or conductive material in contact with the patient during the exam. According to the site, padding was not used on the patient during the exam. Immediately after the exam, there was no report of burn received. Later, the patient experienced blistering. The exam consisted of the following pulse sequences: t2, fsefs, t1, stir.

Manufacturer narrative:
The site reported the event to ge approximately one year after the incident occurred. The ge field engineer (fe) was dispatched to the site to evaluate the system. Investigation revealed that the system had since been deinstalled and replaced by a mr scanner from another manufacturer. The fe performed visual inspection of the coil used during the exam, which revealed no evidence of modification or obvious damage. Because the system is no longer available for evaluation, no conclusion can be drawn regarding its performance at the time of the event. However, interview with the site indicated no padding was used during the exam which suggested this as a factor that would contribute to the burn received by the patient. The site refused to provide further patient information.